Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during drain 2 of 5 of treatment. A "draining slowly" message occurred after the fluid leak. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid leaked from unknown area, however the patient saw fluid on the heater tray (ht) and the bottom of the cycler. Technical support advised the patient to either reset up with new supplies or reach out to the pd registered nurse (pdrn) regarding an incomplete treatment. Upon follow up, the patient confirmed the reported fluid leak occurred during drain 2 of 5 and fluid was found on the ht and bottom of the cycler but could not tell where the leak originated. There was no fluid found in the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and solution bag used were discarded and not available to be returned to the manufacturers for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was discovered during drain 2 of 5 of treatment. A "draining slowly" message occurred after the fluid leak. Fluid was not discovered in the pump module area or on the external of the cassette. Fluid leaked from unknown area, however the patient saw fluid on the heater tray (ht) and the bottom of the cycler. Technical support advised the patient to either reset up with new supplies or reach out to the pd registered nurse (pdrn) regarding an incomplete treatment. Upon follow up, the patient confirmed the reported fluid leak occurred during drain 2 of 5 and fluid was found on the ht and bottom of the cycler but could not tell where the leak originated. There was no fluid found in the cycler door. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and solution bag used were discarded and not available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.